Event description:
It was reported that the pcu had displayed error code 133.609. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of error code 133.6090 was confirmed during laboratory testing. Event, error and battery logs could not be retrieved from the suspect device since device immediately alarms for system error and does not allow to enter in maintenance mode. As a result, an event log analysis could not be performed. Suspect pcu was powered on and device displayed system error code 133.6090 (main speaker). Iso board assembly was temporarily replaced with known good dchu laboratory part. After powering on the device, system error code 133.6080 (backup speaker) was displayed on the device. Backup speaker was temporarily replaced with a known good dchu laboratory part. After powering on the device, system error code 133.6080 was displayed on the device. Logic board was temporarily replaced with known good dchu laboratory part. Device powered on and no errors or malfunctions were observed. During internal inspection logic board was observed with signs of unknown fluid around sio (serial input output) board connector. The alaris user manual v12.3.1 stated that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Bd system error tip sheet states that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.